Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 the patient underwent an orif with tfna for the proximal femur. The guide wire for the blade was inserted up to less than 5 mm from the soft callus. The surgeon selected a blade one size shorter than measured. Although the cement was prepared, the surgeon struggled with engaging the locking mechanism and 15 minutes passed. The temperature might have risen. The surgeon spilled some cement solution, and it could be due to the way cement looked. The injection cannula was inserted, and it was excessively hard. The cement leaked into the joint, so that the femoral head was abducted and adducted. After inserting the distal locking screw and the end cap, the leg was flexed to severe the cement continuity. The surgery was completed successfully without any surgical delay. After surgery, the surgeon checked the flexibility of the hip joint and there was no pain and problem. The patient was wheelchair bound on the next day of the surgery. The patient had parkinson¿s disease and severe osteoporosis due to medication. Postoperative CT scan and follow-up were not available due to his recent death. The patient death was not related to the devices or procedure.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: b5, d10 (concomitant). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the unknown tfna nail was alleged to have an issue with engaging its locking mechanism. No allegations were made against the blade, end cap, and locking screw.